Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 and failed a pulse test. The cause for the failure was isolated to a damaged r30 resistor on the computer/analog board. The root cause for the damaged resistor could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 102.